Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl after entering a larger-than-usual meal announcement despite eating a usual breakfast and had been using false meal announcements as corrective inputs, which led to inappropriate insulin dosing and maladaptation of the pump¿s algorithm; education and troubleshooting were completed, including a recommendation for a soft reset and guidance to announce and consume usual meals. Symptoms included irritability and disorientation consistent with hypoglycemia. Outcomes included a return of glucose to range without fast-acting carbohydrate treatment and no medical intervention or hospitalization. Investigation included review of device use, user technique, and algorithm behavior with education on correct operation. Investigation of this case revealed improper use due to incorrect meal size entries that confused the algorithm, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.